Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) leading to a replacement surgery. During the procedure, air was identified in the device, as well as a hole in the inner layers of the cylinder. Although the outer layer of the cylinders was intact; the system was found to be empty upon explant. There were no patient complications.